Event description:
A family member reported that the up arrow and ok keypad buttons have been intermittently unresponsive for the past couple of months. The family member denied any damage to the keypad. She stated that the patient wears the pump outside of her clothing and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and down arrow keypad buttons are intermittently responsive. There was evidence of adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a dislodged display screen and force sensor flex pins that were partially disconnected from the force sensor socket. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4). Additional information on the device evaluation completed by product analysis on (B)(4) 2011 with the following findings: unrelated to the complaint, evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Correction #: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.